Event description:
A power source alert 07 was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. After attempting various troubleshooting steps, such as using different adaptors and cables, the battery suddenly showed a 100% charge. Customer was advised to continue monitoring the situation and to report if the issue recurs.